Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, there was inadequate sealing of vessels. Used another device in conjunction with the harmonic. There was no adverse patient consequence.

Manufacturer narrative:
Unavailable at this time.